Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the connecting tube with stay connected and pops off during reprocessing. There was no harm or user injury reported due to the event. The serial number has not been provided at this time. This report is related to: patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the tube was not pushed enough (until it clicked) during connection or foreign material or the like got caught between the connecting part, which made the tube easily disconnected. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. IFU operation manual for oer-elite: chapter 5 inspection and preparation before use 5.6 inspecting the connectors caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Olympus will continue to monitor field performance for this device.